Event description:
It was reported that during inspection, a leak from the cuff was confirmed. There was no reported patient involvement. There is no report of death or serious injury associated with this event

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer's returned bronchocath endobronchial tube passed inflation/deflation testing without any issues. The customers reported failure mode cuff wont inflate could not be duplicated. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).